Manufacturer narrative:
Additional information: h4 - manufacture date. H6 - codes updated. Investigation results: the complained product was not made available for investigation. The investigation was based upon batch history review, historical data analysis and event description. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot number. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/preventive measures: based on the current information, a clear root cause conclusion cannot be drawn. There is no indication for a design-, manufacturing- and/or material-related failure. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. The following can be mentioned as an informational note: the bacteria can reach the prosthesis/body in various ways, as a result of an operation, an injury, a pre-existing bone infection or via the bloodstream in the presence of other inflammations in the body. Based upon the investigation results, a CAPA is not required.

Event description:
Involved components: nr862k/ enduro femur spacer distal f1 8mm (aesculap ag reference no. (B)(4)). Nr292k/ femur extens.stem 6° d15x77mm cemented (aesculap ag reference no. (B)(4)). Nb017k/ enduro femoral component cemented f1r (aesculap ag reference no. (B)(4)). Nb011k/ enduro tibial comp.offset cemented t1 (aesculap ag reference no. (B)(4)). Nr400k/ nut f/femur extens.stem all sizes neutr. (Aesculap ag reference no. (B)(4)). Nk910/ imset resorb.intramedullary plug 10mm (aesculap ag reference no. (B)(4)). Nk916/ imset resorb.intramedullary plug 16mm (aesculap ag reference no. (B)(4)). Nr192k/ tibia offset stem d15x52mm cemented (aesculap ag reference no. (B)(4)).

Event description:
It was reported that there was an issue with product nr870m - enduro meniscal component f1 10mm. According to the complaint description, eleven days after knee arthroplasty, revision surgery of the implanted knee system was neccesary. The revision was performed based on increased inflammatory parameters and local redness. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided. The adverse event is filed under aesculap ag reference no.(B)(4). Involved components: nr862k/ enduro femur spacer distal f1 8mm (aesculap ag reference no. (B)(4), nr292k/ femur extens.stem 6° d15x77mm cemented (aesculap ag reference no. (B)(4), nb017k/ enduro femoral component cemented f1r (aesculap ag reference no. (B)(4), nb011k/ enduro tibial comp.offset cemented t1 (aesculap ag reference no. (B)(4), nr400k/ nut f/femur extens.stem all sizes neutr. (Aesculap ag reference no. (B)(4), nk910/ imset resorb.intramedullary plug 10mm (aesculap ag reference no. (B)(4), nk916/ imset resorb.intramedullary plug 16mm (aesculap ag reference no. (B)(4), nr192k/ tibia offset stem d15x52mm cemented (aesculap ag reference no. (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.